Manufacturer narrative:
One used blade was returned for evaluation. Visual inspection with an eye loop identified a normal wear pattern on the tip of the outer blade assemblies, there were no extraordinary material debridement¿s identified. It was identified that there was a fold in the distal shrink tube bearing surface which could have caused a misalignment of the inner blade in relation to the outer blade. Functional testing was performed and the inner and outer assemblies rotated freely within each other without friction or binding. The reported metal shaving source could not be confirmed and is unknown at this time as the device was found to conform to design requirements. A review of the device history record was performed which confirmed no inconsistencies (method code). After the evaluation a root cause could not be determined. No further investigation is warranted at this time. (B)(4).

Event description:
During a hip arthroscopy procedure it was reported that metal shavings were in the joint. The shavings were flushed out of the joint. A three minute delay and no patient injury were reported. A back-up device was available.